Event description:
It was reported that there was an over infusion of iron sucrose (300 mg/250 ml ). The iron sucrose was intended to infuse as a secondary piggyback infusion at a rate of 177ml/hour with a volume to be infused of 250ml and a 250ml bag of normal saline serving as the primary infusion at a rate of 20ml/hour. Upon starting the infusion, the clinician quickly observed that the iron sucrose was dripping faster than expected and appeared be infusing at a bolus rate (approximately 999ml/hour). Three clinicians observed that the iron sucrose was backing into the normal saline bag. The pump was switched out after only 5-20ml of fluid had infused. There was patient involvement, but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that there was an over infusion of iron sucrose (300 mg/250 ml ). The iron sucrose was intended to infuse as a secondary piggyback infusion at a rate of 177ml/hour with a volume to be infused of 250ml and a 250ml bag of normal saline serving as the primary infusion at a rate of 20ml/hour. Upon starting the infusion, the clinician quickly observed that the iron sucrose was dripping faster than expected and appeared be infusing at a bolus rate (approximately 999ml/hour). Three clinicians observed that the iron sucrose was backing into the normal saline bag. The pump was switched out after only 5-20ml of fluid had infused. There was patient involvement, but no harm.